Event description:
A medtronic representative reported that, while in a longitude spine procedure, there was a 90-degrees clockwise rotational shift of anatomy when navigating a black suretrak with a mitas rex drill. The surgeon was using synergy spine 2.0.1 with trajectory 1 and 2 views. After successfully calibrating the mitas rex with suretrak, it was noted that the suretrak slipped on the drill and immediately re-calibrated. After re-calibration, the trajectory 1 and 2rotated 90-degrees clockwise and appeared 3mm inaccurate laterally when the mitas rex drill was navigated. In trouble-shooting, the black suretrak tool card was removed/added and attempts were made to re-calibrate the instrument without success. No other instruments, navlock tools and pointer blunt, experienced this issue. The surgeon opted to complete the procedure without the use of the navigation system or imaging. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site and tested the system. System passed all testing. Unable to replicate reported issue. The instruments and system have also been used successfully for subsequent surgeries. No further issues reported.

Manufacturer narrative:
The site did not provide patient information, per canadian privacy laws. No patient logs/exams returned to manufacturer for analysis. Patient log not returned to manufacturer.